Event description:
Treatment of a stroke in the left distal vertebral artery. On (B)(6) 2014, the patient underwent mechanical thrombectomy. During the procedure, it was reported the marksman catheter was navigated to the clot and the wire was replaced with a solitaire device. On the second pass with the solitaire, it was noticed that the end of the marksman was not visible as it may have separated or marker band was missing. Since the tip of the catheter was in the clot, the tip of the catheter was discovered to be detached as it was removed from the clot. On imaging, it was noted that the detached tip had traveled too much distally (p3 segment of the p-comm) to be removed from the patient. The patient had a bad stroke prior to mechanical thrombectomy, but survived. The solitaire was removed from the patient¿s body and the patient was reported to be doing okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The catheter was returned for evaluation and it was found broken at 158cm from the hub. The distal broken segment was missing. The tubing material near the broken end exhibited plastic deformation (stretching and necking) indicating that the catheter broke while it was being pulled due to a force exceeding the tensile strength of the tubing material.(B)(4)